Event description:
The company received information that suggested that the pilot balloon became detached which caused the cuff to deflate after being in patient use for 8 hours. The customer reported that the ventilator dependent patient was re-intubated and was also provided supplemental oxygen. The customer did not report harm or serious injury to the patient. The customer reported that the sample was disposed of and they do not have a lot number for the sample.